Event description:
It was reported that a cartridge alarm occurred. There was no report regarding the impact on the customer¿s blood glucose level as the customer declined to provide this information. The technical support team instructed the caller to load a new cartridge, but the alarm recurred, leading to the decision to replace the pump under warranty.